Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states. Since no lot number is available, a detailed investigatioca, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia. The blood glucose level was over 600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Symptoms at the time of event was feeling sick and unwell. Length of hospitalization was less than 24 hours. The patient was released from the hospital on (B)(6) 2024. No further information available.